Event description:
It was reported, that the pt complained very weak sounds since 2005 and then had no hearing impressions at all. Exchange of the external equipment could not solve the problem telemetry testing of the device 3 months later showed "poor coupling". The pt was reimplanted 2 days later.